Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vessel occlusion, vessel stenosis or thrombosis, and neurologic deficits including stroke as potential complications associated with use of the device.

Event description:
It was reported that after the fred was deployed in the right internal carotid artery (ica), post-procedure imaging demonstrated a widely patent stent with good filling of the mca and aca territories. Five days post-procedure, the patient was readmitted with neurological changes and imaging confirmed a total thrombotic occlusion of the fred and the ica, as well as narrowing of the proximal fred. The proximal fred was fully expanded with a balloon and a stent was implanted in the ica, which increased flow into the mca. An MRI performed the next day demonstrated an mca territory infarct. The patient was still hospitalized at the time of this report.